Manufacturer narrative:
This event has been reported under (B)(4). Upon completion of investigation a final/supplemental report will be submitted.

Event description:
It was reported that the device was intermittently working.here was no harm/injury to the patient. It is unknown if there was a delay. Diligence is in process with no response at this time.

Event description:
Due diligence is complete and no additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.